Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced difficulty reading with reading glasses and difficulty seeing stop signs due to residual astigmatism. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the second lens implanted in the fellow eye.